Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided by the customer. The intended procedure was a colonoscopy. The procedure was completed using the same device. There were no reports of patient harm or impact associated with this event. No error message was reported. The device was inspected prior to use. The condition of the patient was not impacted by the issue. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown what the foreign material was, but there was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with detergent solution, and no abnormalities were found in the accessories used for reprocessing.

Manufacturer narrative:
The device has been returned to olympus for evaluation, and the device evaluation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a stain or discoloration on the distal end of the colonovideoscope. There were also adhesives or biofilms throughout the distal end of the scope. The customer attempted to wash manually, using alcohol on areas of the issue, but was unable to remove the adhesive. The intended procedure was diagnostic. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.